Event description:
It was reported that during initial implant procedure, patient's implantable cardioverter defibrillator exhibited high, out of range defibrillation impedance. The device was not implanted and the procedure was completed using an alternate device on (B)(6) 2022. The patient was stable.

Event description:
New information received notes that the implantable cardioverter defibrillator exhibited set screw anomaly.

Manufacturer narrative:
The reported field events of connection anomaly and high impedance could not be confirmed in the analysis. As received, the device was above elective replacement indicator (eri). Visual inspection of the septum, setscrew and contact spring was normal with no anomalies found. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were normal with no anomalies found.